Event description:
This french spontaneous literature report (case 1 of 2) describes the occurance of staphylococcus aureus knee arthitis in patient aho recieved intraarticular injections of sodium hyaluronate for an unspecified indication.details of the patient's medical history and concomitant medications were not provided. On an unspecified date, the patient received several intraarticular injections of sodium hya;uronate and corticosteroids. On an unspecified date, the patient was admitted for staphylococcus aureus knee arthritis.the event is considered medically significant.the outcome of the event is unk. The reporter did not provide a casuality assessment.by convention, spontaneous reports are considered to have implied casual relationship.in the article it was stated "faultless aspectic technique is essential when administering hyaluronate viscossupplementaticn." Report source:literature:journal:jointt bone spine;authors: albert c, brocc o, gerard d, roux c, buller-zi;title: septic knee arthritis after intro-articular hyalcronate injection: two case reports.volume: 73, year 2006, pages: 205-207